Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited noise. During device revision, new leads were connected to the device and noise was continued to be seen. The device was explanted and replaced. No patient symptoms were reported.

Event description:
New information on (B)(6) 2016 stated that the patient was asymptomatic prior, during, and post operation.